Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), deep vein thrombosis ("dvt") and renal transplant ("kidney transplant") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, hypertension and renal disease. Concomitant products included carvedilol (coreg). In 2007, the patient experienced urinary tract infection ("uti"). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes: bladder"), fatigue ("fatigue") and bladder disorder ("bladder or urinary problems or changes: bladder"). In (B)(6) 2010, the patient underwent renal transplant (seriousness criterion medically significant). On an unknown date, the patient experienced deep vein thrombosis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy( partial) with bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed in (B)(6) 2011. At the time of the report, the pelvic pain, renal transplant, urinary tract disorder, migraine, headache and bladder disorder outcome was unknown and the menorrhagia, vaginal haemorrhage, urinary tract infection, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, deep vein thrombosis, fatigue, headache, menorrhagia, migraine, pelvic pain, renal transplant, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporter's information was updated. Events added: abnormal bleeding (vaginal, menorrhagia), uti, bladder problems or changes¸ migraines, headaches, dvt, fatigue, kidney transplant, abdominal pain. Outcome of following events were updated to recovered/ resolved: bleeding, fatigue, infections, abdominal pain. Concomitant diseases, concomitant drug and lab data were updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), deep vein thrombosis ('dvt') and renal transplant ('kidney transplant / kidney issue') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperplasia endometrial. Concurrent conditions included anemia, hypertension and renal disease. Concomitant products included carvedilol (coreg) and ethinylestradiol;norethisterone acetate (loestrin). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced urinary tract infection ("uti"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes: bladder"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes: bladder") and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2010, the patient underwent renal transplant (seriousness criterion medically significant). On an unknown date, the patient experienced deep vein thrombosis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy( partial) with bilateral salpingectomy/supracervical hysterectomy(uterus only) and ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, renal transplant, urinary tract disorder, migraine, headache, bladder disorder and anaemia outcome was unknown and the menorrhagia, vaginal haemorrhage, urinary tract infection, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, bladder disorder, deep vein thrombosis, fatigue, headache, menorrhagia, migraine, pelvic pain, renal transplant, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: supracervical morcellated hysterectomy endometrium: early to mid secretory pattern. Chronic endometritis absent. Hyperplasia/carcinoma not identified. Myometrium -unremarkable. Serosa -endometriosis and adhesions absent case clinical information-menorrhagia, anemia failed ablation microscopic description- see diagnostic summary. Specimen identification- uterus gross description-uterus) received in formalin is a 134 gram morcellated uterus aggregating to 14 x 8 x 3 cm. The serosa is tan to pink, smooth and glistening. The endometrium is tan-red and hemorrhagic with a maximum thickness of 0.2 cm. The myometrium is pink and moderately trabequlated. There are no nodules identified. The cervix and adnexa are not present embedded within one of the fragments is a metallic coli, consistent with possible iud. Representative sections are submitted in two blocks as follows-1.serosa ,2.endometrium. Ultrasound scan vagina - in (B)(6)2008: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-apr-2020: pfs received: new event blood or heart disorder/condition type: anemia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), deep vein thrombosis ('dvt') and renal transplant ('kidney transplant / kidney issue') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperplasia endometrial. Concurrent conditions included anemia, hypertension and renal disease. Concomitant products included carvedilol (coreg) and ethinylestradiol;norethisterone acetate (loestrin). In 2007, the patient experienced urinary tract infection ("uti"). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes: bladder"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes: bladder") and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2010, the patient underwent renal transplant (seriousness criterion medically significant). On an unknown date, the patient experienced deep vein thrombosis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy( partial) with bilateral salpingectomy/supracervical hysterectomy(uterus only) and ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, renal transplant, urinary tract disorder, migraine, headache, bladder disorder and anaemia outcome was unknown and the menorrhagia, vaginal haemorrhage, urinary tract infection, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, bladder disorder, deep vein thrombosis, fatigue, headache, menorrhagia, migraine, pelvic pain, renal transplant, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: supracervical morcellated hysterectomy endometrium: early to mid secretory pattern. Chronic endometritis absent. Hyperplasia/carcinoma not identified. Myometrium -unremarkable. Serosa -endometriosis and adhesions absent case clinical information-menorrhagia, anemia failed ablation microscopic description- see diagnostic summary. Specimen identification- uterus gross description-uterus) received in formalin is a 134 gram morcellated uterus aggregating to 14 x 8 x 3 cm. The serosa is tan to pink, smooth and glistening. The endometrium is tan-red and hemorrhagic with a maximum thickness of 0.2 cm. The myometrium is pink and moderately trabequlated. There are no nodules identified. The cervix and adnexa are not present embedded within one of the fragments is a metallic coli, consistent with possible iud. Representative sections are submitted in two blocks as follows-1.serosa ,2.endometrium. Ultrasound scan vagina - in (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.